Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a cordectomy procedure was performed with the procise mini laryngeal wand, the patient required late hospitalization due to severe edema of the larynx. Intraoperatively, ablation and coagulation worked correctly. Patient outcome was good. Patient recovered satisfactorily.

Manufacturer narrative:
H10: h3, h6:the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient's current condition was reported as ¿good¿ and it was also noted that the ¿patient recovered satisfactorily.¿ should any additional clinical information be provided this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a cordectomy procedure was performed with the procise mini laryngeal wand, the patient required late hospitalization due to severe edema of the larynx. Intraoperatively, ablation and coagulation worked correctly. Patient outcome is unknown.